Event description:
It was reported that the patient underwent iliac surgery. The patient later underwent revision surgery (reason not provided). During removal of the hardware, the head of the multi-axial screw (cmas) broke. The surgeon was not able to remove the shaft of the screw. The shaft remains in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): imaging films were not provided. The screwdriver was returned for evaluation. Visual observation confirmed the screw head separated from the bone screw. Various witness marks on the screw head and crown were consistent with implant/explant damage. Microscopic examination and sem analysis of the head retaining ring cross section found outward displaying plastic deformation, suggesting possible overloading of retaining ring. A review of the device history records did not identify any applicable non-conformance to specification.